Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) and from a healthcare professional (hcp) regarding a trial patient. It was reported that the patient felt nauseous on the day of the report, which was the same day the trial started. It was also noted that they accidentally pulled their belt. They were getting the "settings not available, cannot provide your desired setting. Call your clinician" message on the right lead at an amplitude of 3.6. It was noted that they did not feel stimulation. They changed to the left lead and they felt stimulation on 3.2 in their tailbone, but also got the "settings not available" message at 3.5 on the left lead. It was noted that this issue was resolved at the time of the report. On (B)(6) 2017, it was reported that the symptoms were the same as before the evaluation. They weren't feeling stimulation and couldn't raise the amplitude without getting the "settings not available" message. On (B)(6) 2017, it was reported from a hcp that the implant was scheduled for (B)(6) 2017. The cause of the lack of stimulation, inability to increase, and error message was movement of the wire. There were no further complications reported or anticipated.